Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported textured implant exchange to smooth. Additional information noted rupture found and capsular contracture, baker grade unknown. The device has been explanted. The side is unknown.

Manufacturer narrative:
Analysis of the returned device identified: weight to the spec, crease fold, deformation, voids in the gel, wear abrasion and observed 40 mm dark patch edge material inside gel device. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: -the unit is not rupture.

Event description:
Physician reported textured implant exchange to smooth. Additional information noted rupture found and capsular contracture, baker grade unknown. The device has been explanted. The side is unknown.